Event description:
It was reported that the user experienced prolonged hyperglycemia on the ilet, with blood glucose remaining elevated for approximately two hours or more and a recorded high of 270 mg/dl, without alerts and with no reported symptoms; a teflon infusion set had been placed the same morning and the last meal announcement was dinner. Symptoms included no clinical manifestations. Outcomes included hyperglycemia without need for medical intervention or hospitalization. Investigation included troubleshooting and education with the user to address potential causes of high glucose and to guide corrective actions. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear despite review of infusion set timing, supply change, and ilet operation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.